Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month of the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient found fluid in the cycler after cancelling treatment. Prophylactic antibiotics were administered as a precaution and patient had no adverse effects. Sample is not available; sample was discarded.